Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they are unable to press the external paddle button. There was no reported patient involvement.

Manufacturer narrative:
(B)(6).